Event description:
This customer reported that during a pt event the paramedics were not sure that energy had been delivered to the pt. The device was not a factor in the pt outcome.

Manufacturer narrative:
This customer reported that during a pt event the paramedics were not sure that energy had been delivered to the pt. The device was not a factor in the pt outcome. The date of this event, the device passed operational checks done by the customer. Additionally, the paramedics reviewed the event files and confirmed that all energy deliveries had been completed. There was no malfunction of the device. This is a user misunderstanding.